Manufacturer narrative:
(B)(4). Date sent: 1/30/2025. D4 batch #: unknown. Additional information was requested and the following was obtained: was the firing sequence started but not completed - yes. If yes: did the device deliver any staples - yes. If yes, were the staples formed properly - no. If yes, was the staple line complete - no. Did the device cut? - no. If yes, was the cut line complete ¿ no. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc ¿ no. Was there any difficulty opening the device ¿ no. If yes, how was the device removed from the patient ¿ na. If yes, did the jaws eventually open ¿ na. Is the current patient status known ¿ no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event ¿ unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a whipple choleycystectomy the device got stuck in-between the firing sequence.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2025. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45w reload was received with no apparent damage, fully fired and with an open package. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution for malformed staple: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws for short cut or absent cut and incomplete staple line: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. Device history review: a manufacturing record evaluation was performed for the finished device lot number 403c17, and no non-conformances related to the reported complaint condition were identified.